Manufacturer narrative:
The surgical staff and end users of this device should have caught this anomaly since the IFU requires an inspection of all parts for corrosion. The materials and passivation requirements for the gcp240 are in-line with all reusable stainless steel instruments and should not result in any corrosion under normal usage. Grade 440 stainless steels exhibit excellent resistance to mild acids, alkalis, foods, fresh water and air. This grade of steel is commonly used for steam sterilized medical devices as it is corrosion resistant. Passivation per astm a967 is also required per the drawing; this process cleans stainless steel parts and provides additional corrosion resistance. A review of the manufacturing record shows the parts were made in compliance of these specifications. All required material certifications and passivation records document the instruments were properly manufactured and handled. There have been no other reported instances of corrosion for this lot of devices over the prior 12 months.

Event description:
After a successful acdf procedure patient was reported to have a post-operative infection. It was noted that 2 of the instruments being used in the procedure appeared to have rust spots on them.